Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with an overdelivery condition. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information was available

Manufacturer narrative:
The facility reported an infusion pump which delivered an incorrect volume.evaluation summary: during product evaluation, a damaged pump head module which failed accuracy test (overinfusion), was observed. The failed accuracy test confirms the overdelivery (overinfusion). The pump head module was replaced and the baxter technician tested the device